Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bottoming out of right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses developed baker grade iii capsular contracture in her left breast. In addition, the patient suffered from slight bottoming out of her right breast prosthesis. As a result, the patient underwent unilateral explantation and replacement of the left breast prosthesis with a mentor memorygel breast implant 375cc gel breast prosthesis on (B)(6) 2020. The patient also underwent a right breast lateral popcorn capsulorrhaphy procedure on the same date. This medwatch report is for the patient¿s right breast prosthesis.